Event description:
Reference number (B)(4). Event occurred in spain. On 25-april-2024, it was reported that the patient encountered eight infusion set cannula kinked event on 25-april-2024, 29-april-2024, 08-may-24, 20-may-2024, 30-may-2024, 05-june-2024, 12-june-2024, 14-june-2024 within 3 hours of insertion. The infusion set was in use for few hours. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 5 of 8 e1 patient country (B)(6)